Event description:
Related manufacturer report number: 2916596-2022-14467. It was reported that the patient woke up in the driver seat of their car after drinking heavily and blacking out. Upon waking, they found that the driveline had been removed from the controller and the power leads were severed from the batteries. A plan was made to amplatzer the outflow graft and clip the driveline. Additional information revealed that the patient's pump was decommissioned, their outflow graft was plugged, and their driveline cute and removed. The log files could not be provided because of the white power lead damage. Of note, the patient's ejection fraction (ef) was 55% and stable.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer investigation conclusion. The reported event of the power leads being severed from the batteries was confirmed via visual analysis. A review of the log files contained data spanning approximately 12 days (21sep22 ¿ 2oct22 per timestamp). From 1oct22 at 23:24:23 to 2oct22 at 1:37:39, the no external power alarm activated due to both power cables being disconnected simultaneously. The backup battery supplied power to the system due to the sudden loss of ac power. The pump stopped on 2oct22 at 1:35:58 due to the backup battery power being depleted. The controller then lost total power at 1:37:39 and shutdown. The duration of the pump stop could not be conclusively determined due to the controller clock being reset once connected to charged batteries. The driveline remained connected throughout the entire log file. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis and visual inspection revealed severed power cables. The black power cable was missing and the pins that connect the power cables to the main pcb were observed to be bent. The controller¿s power cables were replaced with test power cables in order to continue evaluation. The system controller was functionally tested and passed. The controller was connected to a mock circulatory loop for an extended period and was able to operate as intended. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii patient handbook, rev. D, and heartmate iii instructions for use, rev. C, under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.